Event description:
A user facility reported that a novalung console had a #208 alarm which occurred during a patient¿s extracorporeal membrane oxygenation (ECMO) therapy. Alarm #208. The following day, as the alarms began to occur more frequently, the user facility decided to replace the console with a backup. Upon follow-up it was reported that a #206 alarm was triggered before the #208 alarm. The console has not yet been repaired. There was no patient injury, no adverse effects were experienced, and no medical intervention was required due to the reported alarms. The sensor box was reportedly available to be returned for manufacturer evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported that a novalung console had a #208 alarm which occurred during a patient¿s extracorporeal membrane oxygenation (ECMO) therapy. Alarm #208 is confirmed to be related to a CAPA that was opened for flow measurement issues. The following day, as the alarms began to occur more frequently, the user facility decided to replace the console with a backup. Upon follow-up it was reported that a #206 alarm was triggered before the #208 alarm. The console has not yet been repaired. There was no patient injury, no adverse effects were experienced, and no medical intervention was required due to the reported alarms. The sensor box was reportedly available to be returned for manufacturer evaluation.

Manufacturer narrative:
Plant investigation: the sensor box was returned for evaluation. The console alarms indicate that communication between the flow sensor and sensor box was interrupted. This is most likely due to a fault in the power supply to a circuit board within the sensor box. During testing, the failure was able to be reproduced. The supply voltage at the p102 connector was too low. On connector x11 of the function controller (fuco), dirt and imprints of the contact springs were visible at the p102 connector. During an endurance test, the error was reproduced. The supply voltage at the p102 connector was 3.07 v. Switching the sensor box off and on did not change the voltage. However, repeatedly disconnecting and reconnecting the cable at p102 got the voltage to change to 3.26 v. The cable and filter were installed correctly, and the orientation of the connections was in accordance with the product specifications. A review of the device history record (DHR) was performed. No non-conformities were observed during the manufacturing process. The described situation is adequately addressed in the instructions for use (IFU). There were no visible signs of soiling or abrasion on the p102 connector. This can be explained by the fact that the sensor box has been equipped with a cable that has gold contacts. The low supply voltage for the digiflow mini board was most likely caused by high contact resistance at connector x11. However, by disconnecting/reconnecting or moving the cable, the contact resistance was reduced and the flow measurement worked again. A new CAPA was opened to address this issue, and measures will be taken to prevent the occurrence of this error in the future.